Event description:
Reporter alleged blood glucose measured 115 mg/dl at 4:51 am compared back to back to a result of 58 mg/dl performed at 4:57 am. Customer stated drinking some juice as result and felt better. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.